Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy after rotating the handle. The procedure was completed with another speedband superview super 7. It was noticed that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
G3: medwatch number is 2400040000-2022-8011. H6: medical device problem code a050501 captures the reportable event of bands unable to deploy. H10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2 (additional information): block b5, block g2, and block h10 have been updated based on the additional information received on june 23, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy after rotating the handle. The procedure was completed with another speedband superview super 7. It was noticed that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU). Additional information received on june 23, 2022: the ligator was placed onto the scope accordingly. When the physician attempted to deploy the first band into the esophagus, it did not deploy. The bands all scrunched up and would not come off.